Manufacturer narrative:
A product evaluation was not performed, because the suspect product was not available for evaluation. No additional info is expected. MDR reportable events are reviewed in quarterly management review meetings. Device labeling single use or reuse.

Event description:
Info received from the treating eye care professional (ecp). In 2009, a pt's mother contacted our firm, reporting that her son experienced a "bacterial infection" while wearing acuvue oasys contact lenses (cl). She stated that the pt awakened that morning with his/her eye swollen shut. The pt saw an ecp, who reportedly told that the pt, that he/she had an "infection developing" on the eye. Mom stated that the pt usually slept in cl for 6 nights, removed them and slept in them again. The replacement schedule was not reported. On 10/05/2009, vistakon received faxed clinical notes from the treating ecp's visit two times in the month of contact. The pt presented to the ecp's office on the day of contact, complaining that he/she awakened with the os swollen shut. The report stated that the pt "just started wearing again day before yesterday". The pt was dx with a corneal ulcer os, that was centrally located in the ecp's drawing. Sle revealed white mucoid deciduous matter, staining, edema, 1 plus injection and 1 plus cell. The pt was cyclopeged in the office and instructed to discontinue contact lenses (cl). The pt was prescribed nevanac tid and zymar bid. The report stated that ten days later, the cu was resolved, no staining and "small residual defect", and all drops were discontinued. The pt's vision was 20/20-1 with spectacles. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed.